Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: 20. Strip code: 20. Strip storage: unknown. Symptoms: shaking and sweating. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was 149/150 (unit unknown). The result on the ER meter was 98 (unit unknown). The time difference between patient's meter and ER was unknown. Treatment was unknown. The ER meter was a one touch basic. Customer had food before going to ER. Customer was switched to a one touch ultra meter because the patient's insurance no longer covers the fasttake strips any longer. No further information has been reported.